Event description:
The facility/user states: "when nurse removed epidural catheter, 1-2cm at tip was missing. Unable to see on x-ray." A follow-up call was made on 1/4/01. Additional information obtained from the user/facility indicated that the physician felt he pulled the catheter a little harder than he should have. The pt suffered no adverse effects as a result of this occurrence. The lot number and catalog number could not be determined.